Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that the patient faced similar events of leakage with ten infusion sets on second day of use. Patinet's blood glucose level at the time of event was 230 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13749 - device 5 of 10.